Event description:
It was reported that the patient's right ventricular (rv) lead exhibited infinite impedance, no capture and a suspected fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical product: 5071-53, lead, implanted: 2003-(B)(6). (B)(4).